Event description:
Boston scientific received information that during device check post patient¿s back surgery, it was found out that this right atrial (ra) lead had dislodged requiring surgical intervention. Subsequently, the patient is scheduled for a follow-up visit. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.